Event description:
The affiliate reported that the patient was brought to the or due to problem with the valve. The valve was found to be fractured above the siphon guard. As a result, the valve was replaced.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the valve was visually inspected and confirms that the silicone housing is torn. There appears to be a scratch mark also noted on the siphon guard. It is possible that a sharp or pointed object has come in contact with the silicone housing but this could not be determined. As noted in the IFU silicone has a very low cut / tear resistance. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.